Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit securely on the pump. Reportedly, the cartridge became "loose". There was no reported impact to the customer's blood glucose level. The customer change the cartridge and was able to successfully resume insulin delivery.